Event description:
Further follow-up revealed that the site indicated that the battery life span was too short, but that it worked properly when was new. It was reported that the handheld was stored in a desk drawer and that there was no known mishandling of the device. The handheld and flashcard were returned for analysis. Analysis of the handheld was completed on (B)(4) 2013. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on (B)(4) 2013. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
This information was inadvertently left off of initial MFR. Report.

Event description:
It was reported that a handheld that was purchased in may was not holding a charge. A new handheld was provided to the site. Attempts to obtain additional info have been unsuccessful to date. The handheld is expected to be returned for analysis; however, has not been received to date.